Event description:
According to the reporter: during laparoscopic procedure, the needle fell into the cavity. A new endostitch was opened to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic procedure, the needle fell into the cavity but was retrieved with graspers. A new device was opened to complete the case. No patient injury.